Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (unknown dose and concentration) via an implantable infusion pump. The indication for use for multiple sclerosis and intractable spasticity. It was reported that the patient had a pump replacement about three days ago and now the patient was having pain. The dose of baclofen was lowered to help with the pain symptoms. The hcp wanted a rep to come out to walk her through to do an adjustment and to give any further considerations. Additional information received from the healthcare provider (hcp) reported that the patient was seen on (B)(6) 2022 post pump placement on (B)(6) 2022 and part of the abdominal incision was healing well; however, the left lower lumbar incision had green drainage on the bandage. It was noted that it appeared to be an infection and not healed. The patient was admitted to be evaluated. CT scan was good. Wound cultures confirmed an infection. The patient was started on antibiotics. There were no plans for revision of the catheter or pump at this time per patient preference. The patient was discharged in good condition on (B)(6) 2022.